Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The wire crimp on the circuit breaker was repaired. The system batteries were replaced and adjusted. The system was tested and is operating as intended.

Event description:
The customer reported the 9900 system displayed a per-charge voltage error message. No pt injury was reported.